Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved in this complaint and completed a device evaluation. The vessel sealer extend instrument was found to have a broken conductor wire at the distal end (yaw pulley-jaw location) with no signs of thermal damage. The instrument passed the electrical continuity test and was capable of delivering energy. No errors were identified in the system/instrument logs.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the vessel sealer extend (vse) instrument had a wire protruding. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The silver cable was broken with no arcing observed. There was no signs of thermal damage at site of breakage. No loss of cautery occurred. The instrument did not collide with any other instrument or tool during the procedure. In addition, the customer confirmed that no fragment fell inside of the patient. The patient had no injury/harm.